Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that during preventive maintenance, the device was not able to sense the narrow tube being removed. It continued to run, rather than activating the alarmed for the disposable light on the air module. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: product was not returned and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause as the device was not returned for evaluation.